Event description:
As reported by the affiliate, while removing the stent from the package tubing, the stent came of the sds. Very little force required for the stent to dislodge. Additional information received indicated that the stent was not manipulated in any way during removal from the packaging. The device was removed in the regular way by removing the hub from the secure plastic packaging, whilst looping the shaft once and checking the stent as it removes from the tubing. The packaging was perfectly intact before use and the device appeared normal before attempting to remove it from the tubing.

Manufacturer narrative:
Please note that this device is not distributed in the unites states but is in the same class of drug-eluting stents. In addition, it is available for testing and eval but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.